Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient fell down and because of the fall, alleged the pacemaker was becoming visible. The patient presented to healthcare facility for check up and redo. During the ipg redo procedure, physician found that the device was not pacing. The ipg was cleaned, pacing re-attempted and still no pacing. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.